Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device battery was burnt with black fluid. The field service engineer (fse) found the battery dripping from the corner. The fse removed the battery, cleaned the dripping, and replaced the battery since it was bad. The fse then tested the battery using the power switch to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station experienced a battery burn event with black fluid present. A burning smell was detected, and the station shut down completely. The customer turned off the station and unplugged it as part of troubleshooting. There were no delay or adverse events or injuries reported based on this event.